Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus with unspecified motel of a lithotriptor, the connection part of the basket wire and pipe broke. The doctor completed the procedure with bml-110a-1. There was no report of the patient injury regarding this event.

Manufacturer narrative:
The subject device has not been returned to omsc yet. The exact cause fo the user's experience could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.